Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two perclose proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using three proglide devices with a 6f sheath after a mitraclip interventional procedure. Initial flushing of the marker lumen with saline was successful prior to use. Reportedly, the proglide sheath was unable to track the tortuous anatomy; therefore, there was no bleed back from the marker lumen to deploy the foot. A second and third proglide device were able to track the tortuous anatomy; however, a cuff miss occurred with the second proglide device and a suture break occurred with the third proglide device. A fourth proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.